Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that pre-use check, the cs300 intra-aortic balloon pump (iabp) had a helium gas leak. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (health effect - clinical, type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The unit was tested per preventive maintenance and passed.